Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and confirmed the caused issue. The two-pedal foot switch had broken, causing the pedal to be mistakenly recognized as being pressed at all times. The fse replaced the foot switch. As a final operational check, fse operated the test forceps and found no abnormalities. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause in this case is attributed to foot switch.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, vio-dv monopolar foot switch did not work. Another caller called back and reported the lower monopolar port did not show foot switch icon before docking and vio-dv error m-12 occurred when the surgeon pressed the switch on monopolar hand piece that was connected to upper monopolar port. The surgery already started with another vision side cart that belonged to sl0948 when tse received this call. The procedure was aborted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at first, the customer could not get output from the hand switch. At that point the port configuration had not been done. After that, the customer turned the power back on and was able to output, so the customer performed port configuration, but the error occurred again. The customer was not sure whether m-12 was displayed at the beginning or after the port was configured.